Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed several unexpected restart and external ram error. The customer also reported that they experienced low blood glucose of 45 mg/dl and 47 mg/dl. The customer reported that the low blood glucose was treated with soda. The customer performed troubleshooting. Self test passed. The insulin pump will be returned for analysis.